Event description:
Difficulty crossing the lesion was encountered. The physician predilated the proximal left anterior descending (lad) lesion and then attempted to cross the lesion with the taxus express2 8.8% 2.75 x 12 mm drug eluting stent, but was unsuccessful. There were no pt injuries or complications.